Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with cephalosporin and penicillin (further details not reported) for peritonitis. At the time of this report, the patient had recovered from the peritonitis event and pd therapy was ongoing. No additional information is available.